Event description:
The patient reports using the daybreak device intermittently over the past couple of months. They have recently noticed symptoms suggestive of a possible allergic reaction, including inflammation of the lips, inner cheeks, and tongue, accompanied by a burning and tingling sensation following device use. No medical intervention was required. Daybreak dentist advised them to stop wearing the device. Symptoms lessened after time. The patient stopped using the device around (B)(6) 2025.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: g2 the device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case." IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." Manufacturer reference #: (B)(4).